Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter phone #: (B)(6). This report is being filed on an international device; tecnis symfony toric ii optiblue iol, model zxw150 that has a similar device, tecnis symfony toric iol model zxt150 which is distributed in the unites states under PMA p980040. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the posterior capsule was damaged/torn when the lens was inserted. Additional information was received stating that doctor commented capsule tear may have taken place before the implant because the patient's eye moved frequently. The lens was cut and removed and procedure was completed successfully using 3 piece single focus lens. There was no health hazard reported. No other information provided.